Manufacturer narrative:
The samples have been returned, but the evaluation has not been completed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "a few people think they have gotten sick from the gown odor" (reaction). Product problem(s): "gowns smell like petroleum" (odor). An operating room nurse reports the gowns in the cataract pak have comes kind of smell, like petroleum. A few people think they have gotten sick with upper respiratory symptoms from the odor.